Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter, translated from french to english: on (B)(6) 2025, in a pediatric hematology unit, the protective film of a child's central venous catheter was found wet. The eds noted that the bidirectional valve was misaligned with the catheter, without prior manipulation by a caregiver. The catheter was purged, the tubing was flushed, and the valve was replaced. There were no consequences for the patient, but there was a risk of infection and gas embolism. This incident is repetitive for this reference.

Manufacturer narrative:
A mz1000 product was not available for investigation of (B)(4). However, the customer confirmed that the complaint sample was from lot 25015378. The feedback provided by the customer states that, "the tap was misaligned with the valve without any manipulation.". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25015378 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.

Event description:
No additional information.